Manufacturer narrative:
This is the same event as 3010536692-2016-00653. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to the following mom complications: increased pain, bulging fluid collection, inflammatory reaction to elements of the joint replacement, metallosis and pseudotumor. During revision surgery, there were found large necrotic masses around the joint with reactive myxoid type tissue present. There was fluid effusion and frank metal debris, particularly related to the trunnion. The acetabular component showed very little ingrowth and necrotic tissue behind it. (Right)